Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Reported by (B)(6): I¿m filing this for a complaint I heard about on (B)(6) 2015. I don¿t have much information since I wasn¿t there and only heard about it from a 3rd party. (B)(6) was the rep, I put his info on the form ¿ he would be the best to get any additional information from. Tip of navigated straight thoracic probe fractured in the pedicle, the remaining fragment was retrieved.